Event description:
Customer alleges he has a condition which causes spontaneous bleeding from the veins in his legs and that a medication containing silver is applied to his legs with medipore +pad. Has been on this regimen for (B)(6) on both legs where the skin is open. Alleges he noted a "reaction like a rash" on his left leg that was the shape of medipore +pad. States that his left leg was swelling and he was then advised to stop using medipore +pad. He alleges he was told that the pad was causing the "red rash", but the dr was "not sure what caused the swelling." Customer states he was prescribed cephalexin 250mg 3x daily. He states he will continue to be treated with the silver containing medication on his legs, and a dressing will be applied and held in place with wrap made by convatec.

Manufacturer narrative:
Method - (testing not performed), results - (product not returned), conclusions - (no eval will be performed).